Manufacturer narrative:
Product reference 4430893 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433750 cleared under #510k: 130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports sold since december 2017. Investigation: despite several requests, neither the involved device nor the x-ray pictures were returned for analysis. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the exact root cause of the catheter disconnection. However it is worth noting that catheter disconnection is a known risk of access port implantation. The IFU's specify how to connect the catheter to the access port in order to avoid the risk of premature disconnection. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Disconnection of the catheter from the port. Removal of the catheter by femoral interventional radiology.